Event description:
On may 11, 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged power issue began at an unspecified date and time about six years prior to contacting lfs. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management regimen in response to the alleged issue. During the follow-up call, the patient confirmed developing symptoms of ¿nausea, headache and felt dehydrated¿ 24 hours after the alleged meter issue began; symptoms she associated with a high blood glucose excursion. In response to the symptoms, the patient claimed the paramedics were contacted for assistance and a blood glucose reading of ¿around 17.0 mmol/l¿ was obtained on the paramedic's device on their arrival. During the follow-up call, the patient confirmed she was treated with IV fluids and was admitted to hospital for a few hours then released home later that day. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr confirmed the correct test strips were being used for testing and noted that based on the information provided, the battery needed replacing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional treatment for hyperglycemia after the alleged meter issue began.